Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing batch record review could not be performed as a lot number could not be obtained. No information regarding technique, storage, or handling was provided; the customer declined to troubleshoot. A probable root cause could not be determined due to insufficient information. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
It was reported that an hcg dipstick urine test result was a confirmed false positive x1. There was no adverse patient outcome. Although requested no other information is available. Attempt at troubleshooting occurred, discussing the possible causes such as technique, storage and handling per the package insert. The customer declined to troubleshoot the process.